Event description:
It was reported the omnipod dash controller/personal diabetes manager (pdm) was hot to the touch during charging and was not holding charge. No medical assistance was required. A replacement pdm was issued to the patient.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received we will submit a supplemental with the investigation findings. We are unable to confirm the cause of the reported thermal event. We are unable to determine relationship to res#90987 due to no device identifier provided. No lot release records were reviewed, as the product lot number was not provided.